Event description:
A customer reported that she was unable to test due to her adc freestyle libre 2 reader not powering on with the button or test strip insertion. As a result, she was unable to monitor her blood glucose and experienced unspecified symptoms of hyperglycemia and a loss of consciousness. Additionally, a glucose reading of 500 mg/dl was reported from an unspecified meter. The customer had contact with a healthcare provider who diagnosed her with hyperglycemia and administered infusion and glucose intravenously. Note, the diagnosis of hyperglycemia is inconsistent with the treatment of glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader ((B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and liquid contamination was observed in the usb port. The reader did not power on with button depression, strip insertion, or insertion of usb cable. The liquid contamination in the usb port prevented the customer from charging the reader, which led to the customer observing a blank screen when the battery died. Therefore, this issue is not confirmed to use. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial no) has been updated from (B)(6) to (B)(6) based on the returned product section g1 was updated to reflect current adc contact information.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to test due to her adc freestyle libre 2 reader not powering on with the button or test strip insertion. As a result, she was unable to monitor her blood glucose and experienced unspecified symptoms of hyperglycemia and a loss of consciousness. Additionally, a glucose reading of 500 mg/dl was reported from an unspecified meter. The customer had contact with a healthcare provider who diagnosed her with hyperglycemia and administered infusion and glucose intravenously. Note, the diagnosis of hyperglycemia is inconsistent with the treatment of glucose. There was no report of death or permanent injury associated with this event.